Event description:
During an endovascular procedure to treat carotid artery stenosis with a 6mm basket medium support, the blood flow stopped after the post dilatation (brand of the balloon is unk), and the pt developed (tia) transient ischemic attack. Suction was carried out, then flow recovered and transient ischemic attack resolved. The pt was neurologically intact. The lesion was successfully treated without any difficulties, and the pt is in stable condition. The target lesion was the carotid artery. There is no info about the target characteristics or ratio of stenosis.

Manufacturer narrative:
Angiograms were performed during the event, but a copy is not available. The basket was placed correctly in the vessel, and there were no other issues with the basket. No other adverse events were noted. No further info was available. The product is available for evaluation and testing, however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.